Event description:
It was reported that during a stent procedure in the mid right coronary artery, a small segment of the stent failed to expand. The stent was placed across two lesions, on 99% occluded, without any predilatation or preparation of the lesion (contrary to IFU). High pressure was reported to be used while attempting to expand the middle to the stent, causing the balloon to burst. Resistance was then encountered when attempting to remove the stent delivery system (sds) and the distal segment separated from the sds shaft. The distal segment was reported to remain in the pt. The right coronary artery was reported to become occluded, and the pt was reported to remain stable throughout the procedure. No other info was reported.